Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 439678, lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that post operative a device upgrade procedure, the patient had a left pneumothorax confirmed by a chest x-ray. A percutaneous chest tube was placed but patient symptoms of chest pain persisted. A second attempt at the percutaneous chest tube did not resolve patient symptoms and it was noted that a surgical chest tube was placed two days later. Follow-up with the clinical representative for the case verified that the device and leads were not related to the patient symptoms, instead the symptoms were related to the procedure itself. The patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.